Event description:
Related manufacturer reference number:: 2017865-2022-01221. It was reported during implant procedure that the atrial and right ventricular leads exhibited failure to capture. Abnormal pacing impedance was also noted on both leads. The leads were exchanged without reported issue. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of capturing and impedance problem were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Mechanical tests showed that the inner coil had been over torqued and caused an internal short. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.